Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that; the customer was hospitalized on (B)(6) 2018 due to ketones with high blood glucose of the 336 mg/dl. Customer stated that last night before bed he gave himself a bolus and then this morning he woke up and was 350 mg/dl and gave himself a manual injection, syringes, customer had removed the infusion set and saw this one was also bent. On saturday night he went to have dinner everything was going good and his blood glucose was 217 mg/dl and woke up with blood glucose of 300 mg/dl and gave himself insulin and did not have any breakfast and then last night he ended up spending about 5 hours in the hospital. Customer stated that they gave him fluids and finally this morning around 5am got his blood glucose down to about 180 mg/dl and they let him go home. Customer stated that, on the way home he was getting a no delivery and that was while his basal were going. The blood glucose at time of incident was 303 mg/dl and current blood glucose was 350 mg/dl. Customer reported the following symptoms related to their high blood glucose were difficult breathing and abdominal pain. Customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer also stated that, the infusion set cannula was bent. The device will not be returned for the analysis.